Manufacturer narrative:
The beckman coulter customer technical support advised the customer to return the unit. The distributor, idexx, supplied a replacement centrifuge unit to the customer to resolve the issue. (B)(4).

Event description:
The customer reported a rotor for a ssvt-1 centrifuge unit broke apart during centrifugation and resulted in debris escaping. The safety shield was in use at the time of the event. The customer is unsure whether the lip completely opened when spinning but confirmed pieces of the rotor and blood were found on the counter (few inches from the statspin centrifuge) and imbedded into the side of the ssvt-1 centrifuge. There is no report of injury to the operator, exposure, and medical attention due to this event.